Event description:
It was reported that the pump shut off unexpectedly. A replacement pump was sent to resolve the issue. There was no reported impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain a back up therapy method; however, no response was received from the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.